Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002242816-2020-00051.

Event description:
It was reported that the patient was experiencing pain and a burning sensation from using the bone healing system (bhs) with the sflx coilette. The patient was treating her left foot with the device during the night. The patient said that when she first started treatment, she would wake up in pain after 7 or 8 hours. The patient reported that the pain was an 8, on a scale of 1 to 10. The patient described the pain as deep and below the surface of the skin. The patient said that the pain subsides after 30 to 60 minutes and then she can fall back asleep. A few days later, after 3 to 5 hours of treating, the patient woke from a searing burning sensation. The patient said that her skin was not red and the coilette was not hot. The patient tried treating without a sock underneath the coil and the patient still experienced the burning sensation. The patient had an appointment with her doctor and was provided with a replacement bhs controller and coilette for treatment. It was reported that no further information is available.